Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure, the balloon ruptured. The device was completely removed by pulling negative pressure and withdrew normally. The procedure was completed with another of the same device. No patient complications nor injuries were reported.